Event description:
Customer reported an event in the open heart recovery unit when a power failure occurred. The customer states that following the power failure, when the emergency generator kicked in, the alaris system "locked down" (customer words), they powered down the system and powered it back up. When they did this the device remained "locked", and this pt who was receiving neosynephrine, levophed, dopamine, and blood, had a significant enough drop in blood pressure that she needed fluid resuscitation (pre-event hgb was 5). The CT surgeon was on the unit at the time and the pt was quickly resuscitated. The entire system was removed and sent to biomed, and all drips were set up on a new system. There were no further effects on the pt.

Manufacturer narrative:
(B)(4). Customer stated that the device will be returned. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.